Event description:
It was reported to philips that the device's footswitch was unable to trigger fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and planned percutaneous coronary intervention (pci) treatment was performed by the customer when the issue occurred and the treatment was completed after waiting 30 seconds to cool the x-ray tube. The philips field service engineer (fse) inspect the system onsite and confirm that the footswitch was unable to trigger fluoroscopy. Review of the system log file showed that x ray emission was not possible due to high tube temparature. Upon troubleshooting, fse performed tube calibration and checked cooling circuit but no defect found and the system was working perfectly. The system was returned to use in good working order. The codes were updated based on the investigation outcome.